Manufacturer narrative:
(B)(4). Leak at site of tear the band/balloon with 12.5cm of catheter, one one-way valve, the injection port with the locking connector and the tubing strain relief and 25.5cm of catheter were returned for analysis. Upon visual inspection, it was observed that one tear was present on the balloon. This tear is 1mm in length and localized at 4cm from the catheter connection. It was also observed that one side of the buckle was returned torn (probably performed during the explantation of the band). A functional test was performed on the balloon with an unsuccessful result. A leak was found were the tear was observed resulting in the reported event of loss of restriction. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a realize adjustable band, there was a leak in the posterior portion of the band which was determined during a fill under fluoroscopy. The band was replaced. The patient is fine.